Event description:
It was reported that the patient had syncope as the right ventricular (rv) lead was found to have high/unstable thresholds and was not pacing in the right ventricle anymore. Lead insulation damage was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).